Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports (same patient, different valves) linked to mfg report number: 3013886523-2026-00032. A facility reported a certas valve (ID 828827pl) was implanted on (B)(6) 2026, programmed at 4. The patient had symptomatic relief post procedure. The patient went home well and on (B)(6), the patient was transferred to (B)(6) hospital. The patient had signs and symptoms of low-pressure hydrocephalus, swelling of his pseudomeningocele after it had been flat, confusion, and imbalance. Symptoms lasted for 3 days before arriving to the emergency room (ER). The shunt was checked and was at setting 8, so they reprogrammed it to 4. The symptoms did not improve. X-ray the next day showed it back at 8. The physician commented that the nurse practitioner (np) may not have programmed it successfully, but maybe it changed back to an 8 again. On (B)(6), the patient was reprogrammed to a 4. Still, the patient¿s symptoms did not improve. Therefore, the valve was removed on (B)(6). Before the procedure, the physician used the manual programmer to set it at setting 4. The surgeon cut the distal catheter, and the valve did not have any cerebrospinal fluid (csf) flow. A new certas valve (ID 828824pl) was implanted at setting 4 and had flow immediately. They checked the setting again after the valve passed off the field, and it was at 4. On (B)(6), the patient was doing great. On (B)(6) 2026, the new implanted valve was occluded and would not flush at all. The patient experienced low-pressure hydrocephalus symptoms. Therefore, the valve was removed and replaced. When the valve was removed, they tried flushing it on the back table, and it took extreme pressure for the fluid to make it through. The patient is doing well.